Manufacturer narrative:
Concomitant medical product: dtba1d4 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead alerted for low lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.